Event description:
Initial reporter indicated that he had a problem with his wand, reported he got a constant regular flash. The programming physician reported it messed up a number of times before it finally worked. The event occurred with different patients. The manufacturer is pending receipt of the programming wand for product analysis.